Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 9 years and 2 months due to the pt outgrowing the valve. And it was reported that the valve had lived its expected life. There was no reported problem with the explanted valve. After explant, the valve was disposed of at the hosp.